Event description:
It was reported to the aci sales professional that a (B)(6) male patient underwent a diagnostic left heart catheterization procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f short procedural sheath. A pre-procedural femoral angiogram revealed no visible calcium at the vicinity of the arteriotomy. The patient was not given any anticoagulant peri-procedure. Following the procedure, the physician who is a trained user of the mynx, used the device for femoral arterial closure. It was reported that the balloon was prepped with saline and deployment process was per the instructions for use (IFU). Reportedly, the shuttle was detached and then advanced until the hard stop was felt. When the shuttle was being retracted to expose the advancer tube, it was noticed the sealant did not deploy because the advancer tube was missing. The physician deflated the balloon and removed the device and then converted the patient to 15-20 minutes of manual compression. Successful hemostasis was achieved. The patient was ambulated and discharged to home with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. The review of the lhr (lot f1101202) indicated that the mynx device met all established performance criteria prior to shipment.